Event description:
Information received from the healthcare professional (hcp) via the manufacturer's representative reported that the patient had issues with charging the implantable neurostimulator (ins) system and eventually gave up. It was noted that the patient was older, overweight, and always had difficulty charging. The patient stated that there was an attempt to "wake the battery up" at the office with no success. The ins was then replaced with a non-rechargeable model. The issue was reported as resolved at the time of report. The patient status at the time of report was noted as "alive - no injury". The indications for use for the implanted device were noted spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.